Event description:
It was reported that a programming error occurred. The healthcare provider (hcp) entered the new drug concentration incorrectly and wanted to cancel the bridge bolus and reprogram. It was calculated that 0.0125ml had been delivered in the hour that the bridge bolus ran. The hcp was going to just update the original concentration (1mg/ml) and then program the new concentration (3mg/ml). The patient was still receiving the old dose, as the bridge bolus was programmed to run for 28 hours and 42 minutes. No adverse events occurred. The hcp reprogrammed the proper concentration and this resolved the event. The device system was used to deliver hydromorphone. The old concentration and dose was 1mg/ml at 0.3mg/day. The current concentration and dose was 2mg/ml at 0.35mg/day. The new concentration and dose was 3mg/ml at 0.35mg/day.

Manufacturer narrative:
Concomitant products: product ID: 8840, lot# serial# unknown, : product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).